Manufacturer narrative:
A titan otr pump and two cylinders were received for analysis. A separation within abrasion was noted on the shorter exhaust tube of the pump at the tube/strain relief junction. This was a site of leakage. Abrasion was also noted on the other exhaust tube and inlet tube of the pump. No functional abnormalities were noted with either cylinder. Based on examination of the returned product, it was concluded that while in-vivo both the exhaust tubes and inlet tube of the pump had overlapped and abraded against one another. This positioning, in combination with device usage over time, may contribute to sufficient stress(s) to separate the shorter exhaust tubing at this site. A separation of this type could then allow the loss of fluid, making the device inoperable.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted. Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
According to the available information, though not verified, pump tubing leakage, pump tubing tear. Product removed/replaced. The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted.